Event description:
Coagulation analyzer repeatedly reported ptt results on this pt as less than 20 sec. The laboratory data reported by this instrument also had error codes. The manufacture's sop allows results with these error codes to be reported under certain conditions. Unclear manufacturer's sop may have caused incorrect results to be reported. The ptt results that were reported as very low were probably very high. This caused the pt to get too much heparin and bleed.